Event description:
It was reported that some fibers were observed in the eye along with the healon pro viscoelastic. The doctor successfully removed the fibers; however, the material was not retained. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: email address: unknown not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other (81): the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.